Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that air bubbles were found in the gel additive of a bd vacutainer® brand sst¿ tubes containing silica and gel. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, evaluation of the customer samples was performed and gel air bubbles was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and gel air bubbles was observed. Based on the investigation results, the most likely root cause is that the air bubbles were caused by trapped air in the line during the gel dispense process. The returned samples were not detected by a production associate and were shipped to the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that air bubbles were found in the gel additive of a bd vacutainer brand sst tubes containing silica and gel. There was no report of exposure, injury or medical intervention.